Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant medical products: product ID: dvfb1d1, implanted: (B)(6) 2017; 507658 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
A second rv lead was also removed and returned to the manufacturer following the procedure, and subsequently tested out of specification.